Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens (iol) implantation surgery, the patient experienced glare, had trouble reading fine print. Hence the lens was explanted and replaced with another toric lens in a secondary procedure. The clinical reason for explant was dysphotopsia secondary to iol.

Manufacturer narrative:
Additional information was provided in a.1., a.2., a.3.a., b.5., d.10., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a viscoelastic which is not qualified for use with any qualified lens/cartridge/handpiece combination. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company toric-multifocal 19.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 20.0 diopter, toric-monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The product has not been received to evaluate. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, there was no patient harm.